Manufacturer narrative:
It was reported that at the end of procedure, after the removal of the introducer a rupture of the external iliac artery was noted. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the reported incident appears to be related to procedural conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The surgical intervention was result of case-specific circumstance as an angioplasty was performed via the left femoral artery with implantation of a covered stent, resulting in resolution of the hemorrhage. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6) ((B)(4)). It was reported that on (B)(6) 2025, an unknown size valve was chosen for implant using an unknown delivery system. During procedure, the activated clotting levels (act) were 109, 231, 69s and heparin was administered. A pre-implant balloon valvuloplasty done with a 29mm non-abbott balloon. The patient had a hypotension during the exchange of the introducer of the valve and required blood resuscitation and vasopressor support. An orotracheal intubation and invasive mechanical ventilation were required. The valve was implanted under hemodynamic stability. At the end of the procedure, after the removal of the introducer a rupture of the external iliac artery was noted. An angioplasty was performed via the left femoral artery with implantation of a covered stent (6.0 × 50 mm), resulting in resolution of the hemorrhage.